Event description:
The dealer stated the frame is broke on the left hand side at a weld. The dealer did not know how the frame was broke. The dealer stated the patient in a double amputee so he is not ploping on the chair. No injury or property damage to report. The dealer states the left frame has broken at the weld on the bottom rear.